Manufacturer narrative:
Per the source system, a service engineer replaced the power supply and noted that the system meets the specification for the performed service and is returned to use. This concludes the investigation. If additional information becomes available a follow up will be submitted.

Manufacturer narrative:
E: (B)(6). Reporter phone: (B)(6). Institution phone: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had shorted the circuit breaker. It was unknown how the issue was found. No patient or user harm reported. Investigation ongoing.